Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for evaluation is one 5 fr groshong d/l catheter. During functional testing a bead like leak was observed emanating from the catheter. It should be noted that the leak is only observed during hydraulic pressurization. The leak site is located on the distal lumen side of the catheter. The leak site is identified between the 46 and 47 cm depth markers. The damage found on the returned complaint sample is consistent with an inadvertent nick by a needle or some other type of sharp instrument. This may have occurred during placement or handling of the catheter. However, the exact mechanism of damage is undetermined at this time. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) of rewc0320 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a fracture in line, around the 43.5cm on the distal lumen below the bifurcation.